Event description:
The customer stated, that the pt was connected to the pic after he became unstable. The customer tried to pace, but the pic would not deliver pacing spikes, so he was connected to another monitor. After being connected to the other monitor, the pt arrested and died. The customer does not believe the death was caused by issues with the pic.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported failure of the pacing function. They isolated the failure to intermittent connection due to damage to pin 7 of the external 9 pin defib connector. They also found damage to the customer's hands free adapter accessory, which mates with the external defib connector. Factory service replaced the 9 pin connector to resolve the issue. After 9 pin connector replacement, the device passed testing and returned to the customer.